Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that there was a hole in the mid part of the sheath. The target lesion was located in the left anterior descending artery. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that there was a hole in the mid part of the sheath and the flush was not reaching the burr side. The procedure was completed using an alternative device. There were no patient complications reported.